Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was implanted and removed from the eye of a patient in the same procedure, due to poor dilation. It was further stated that the lens was cut out and the incision was enlarged. The iol fell on the floor and was reported to be lost. The outcome did not significantly interfere with patient's daily activities and the patient was reported to have recovered. No further information has been provided.